Event description:
It was reported that when drawing a culture, the bypass device leaked blood from the back around the plunger. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.